Event description:
Healthcare professional reports hemochron response coagulation system twice generated patient results higher than expected. When retested on different hemochron response coagulation system expected results received. Customer's internal investigation confirmed results caused by human error. Customer provided retraining at the facility. Instrument functioning properly and still in use. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn. Itc has requested all data required for form 3500a.